Event description:
It was reported by service report that the patient right track was broken. Upon inspection of the unit by the service technician, it was identified that the patient left track belt was torn.